Event description:
Peripheral IV (piv placed on a toddler. Upon flushing with saline, it was noted to have a leak at the insertion site on the catheter at the yellow plastic hub. Catheter removed and another piv placed.